Manufacturer narrative:
The spanish subsidiary was put in contact a local medical expert with the injector to advise and provide medical assistance for the management of this case.

Event description:
This case occured outside of the united states, in (B)(6). According to the information received on nov. 17, 2021, a female patient was injected on (B)(6) 2021, with 1.2 ml of teosyal rha 4 (tpul-204523b0) into the mid-cheeks and naso labial folds. Approximately one month post-injection in (B)(6) 2021, the patient experienced the appearance of granuloma on bilateral nasolabial folds (nlfs). This event was not reported to the injector. In (B)(6) 2021, the patient noticed that the granulomas had moved from the nlfs to the bilateral zygomatic areas. As the initial event, this new event was also not reported to the injector. In (B)(6) 2021, the patient noticed that the granulomas moved from the zygomatic areas to the bilateral cheeks, and at that time she reported the event to the injector. The patient had no fever, nor pain on the affected areas. Following this initial report, a local medical expert was put in contact to advise on this case. On nov. 26, 2021, we were informed that the medical expert suspected the presence of a biofilm and as a corrective action recommended the following treatment: an anti-inflammatory agent (corticosteroid) during 21 days; an antibiotic treatment (ciprofloxacin accompanied by clarithromycin); gastric protector (omeprazole); plus, hyaluronidase injection 5 days after start of treatment (suggested dose: 80-100 iu per nodule). At the time of the filling of this report, no further information was provided regarding the resolution of those events.